Event description:
Pt reported stimulation in the wrong location. They feel the stimulation everywhere and the medtronic rep has tried to reprogram two times. The pt had lead revision surgery on (B)(6) 2010. Additional info has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.